Event description:
It was reported that (2) devices were used during an endoscopic vein harvesting procedure. It was reported by the rep that the clips didn't advance on vessel. They remain closed and just pushes in the jaw of applier and jammed. It is unknown how the case was completed.